Manufacturer narrative:
H6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they did many, many imaging system spins (both imaging systems at the account), to test every frame, drill tracker instrument as well as all attachments that can be verified and checked. When this yielded no issues from our extensive testing, the rep and their field service engineer (fse) were on site the entire day to verify all possible metrics for calibration (both the right and left side of the imaging systems as well as the 20 and 40 field of view (fov)). They found extremely minimal inaccuracies (all within the accepted range of accuracy given by the machine) and all checks were within passing range. Even so, the re still made the decision to re-calibrate the sides and fov¿s on both imaging systems, that were within but on the higher limit of the accepted range of accuracies. Almost both entire imaging systems were recalibrated despite not finding any issues that would make the accuracy ¿off by a lot¿ as reported by the non-medtronic reps.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information, h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they advised it was off by ¿a lot¿ when using the tracker and drill instruments. However, when they checked the accuracy with the planar probe, they advised that the scan was accurate after testing accuracy at a known anatomical landmark. A re-spin yielded the same exact issue

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version#: 2.1.0, h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a l5-s1 percutaneous case, upon performing an imaging system spin, there was immediately an alleged inaccuracy. The manufacturing representative (rep) reported that the surgeon put a spinal needle through the spinous process and attempted to put the probe on the needle, and the probe was allegedly inaccurate, extremely lateral. Rep reported that the imaging system was brought in to proceed with the remainder of the case. Medtronic imaging was aborted. Length of delay unknown. No impact on patient outcome.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was about 3-4 mm of lateral shift in the scan. There was a delay, they had to do a second spin that still wasn¿t 100% accurate. Then, they brought the imaging system in to confirm where they were and used it with the navigation system. The whole process caused about 30-45 minutes of delay.